Event description:
The customer contact reported during preventative maintenance testing at the user facility, the device touchscreen would not calibrate and the buttons would not function. The customer contact reported the device touchscreen was calibrated four to five times. The device responded one inch above the pressed site. There were no reports of any pt involvement, adverse pt events, or reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found the touchscreen did not respond when pressed. The probable cause was due to contamination on the bottom of the touchscreen caused by fluid ingress. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.